Event description:
It was reported that the left ventricular (lv) lead showed high thresholds and had pulled back. The physician attempted to reposition the lead however, ended up replacing the lead for added security. The physician felt this new lead was less likely to dislodge. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6935m62 lead; 5076-45 lead 2014 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary-the full lead was returned in segments. Analysis was performed and no anomalies were found.